Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery excessively. The customer was assisted with programming settings on the insulin pump. The customer's blood glucose was 217 mg/dl. He stated that he had gone through the troubleshoot procedure for the no delivery alarms previously. The customer stated that he was able to program the insulin pump and would call back for further assistance if necessary. He advised that he would take the information on the current insulin pump and put it into the replacement insulin pump he had received.